Event description:
The customer reported that during the use of the likorall 200, the device¿s lift strap dropped down approximately 30cm while lifting the patient. The customer reported that there was no injury with the event, however, the patient did report experiencing ¿lower back pain¿ as a result. There was no report of medical intervention for the reported pain. The likorall overhead lift is intended for use in lifting and transferring patients, for example, from bed to a wheelchair, to or from the floor, for visits to the toilet, for gait, standing, and balance training, when weighing the patient, and when lifting the patient with a stretcher. The device instructions for use state ¿before lifting always ensure that: the lift strap is not twisted or worn and can move in and out of the lift unit freely; the lifting accessories are not damaged; the sling is correctly and securely applied to the patient in order to prevent injuries from occurring; and the lifting accessory is correctly applied to the lift.¿.

Manufacturer narrative:
An inspection of the device performed by a baxter service technician confirmed a breakage of the device¿s shaft. Additionally, a functional test of the device¿s single fault safety system showed the safety system did not function as intended, noting that the oil level in the safety system¿s drum was below specifications, although no leak was detected. The failure of the safety system is attributed to the incorrect level of fluid. In this event, the patient reportedly experienced back pain. Pain is an unpleasant sensation that typically stops once the stimulus is removed, is not life-threatening, and does not require medical or surgical intervention to preclude permanent impairment of a body function or body structure. The patient did not sustain permanent impairment of a body function or permanent damage to a body structure and did not require medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, which concludes that no serious injury occurred. The cause of the event is attributed to the breakage of the device¿s shaft, and subsequent failure of the device¿s single-fault safety system to engage at the time of the event. If the reported malfunctions were to recur, it is likely to result in serious injury or death.